Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system (system) subsequently experienced high intraocular pressure (iop), 3+ iris pigment cells in the anterior capsule, and a circular transillumination defect that matched the edge of the intraocular lens (iol) a day after the surgical procedure to remove the cataract. The surgeon also reported that the actual cataract surgery had gone incredibly smooth. No complications or medical intervention was reported.

Manufacturer narrative:
Investigation of this incident did not include analysis of the system database and the system optical coherence tomography (oct) recordings because the specific patient identification was not available. Also, the system video display recording and the operating room (or) surgical video were not available for analysis. The surgeon reported the patient had a history of glaucoma and was given intracameral carbachol and postop diamox sequel. The patient's intraocular pressure (iop) was significantly high one day post-op and had a 3+ pigment cells in the anterior capsule and a circular transillumination defect that matched the edge of the iol. Additionally, the surgeon dilated the patient's eye and confirmed the iol was in the capsule bag. The surgeon attributed the pigment dispersion and secondary pressure rise to the iol. The catalys system performed as design; however the cause(s) of the elevated iop, the pigment cells in the anterior chamber, the circular transillumination defect is unknown. Additional follow-up is being conducted to obtain information on current patient status.